Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4). Date of initial report : 12/14/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred on 3-4 vessels (gastric branches and epiploic vessel) during a sleeve gastrectomy procedure. The settings on the generator were increased but this issue continued. The bleeding was controlled with sutures. Blood loss was described as "minimal" and there was no injury to the patient. A new device was used to complete the procedure. (B)(4).